Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The nurse reported that the insulin pump was not working properly. Customer stated she was not able to enter her boluses. Customer stated that the act and up arrow buttons were not responding. Customer's blood glucose was 317 mg/dl. Customer stated did not treat due to buttons on the insulin pump were not responding. Advised customer the insulin pump would be replaced. Advised to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.